Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ . 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the universal cord was cut and not waterproof, the connecting tube was dented, the light guide lens was broken, the charged coupled device lens was broken, the plastic distal end cover was scorched, the bending angle in the up direction did not meet the specification due to wear of the angle wire, and the electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
B5: the customer reported to olympus that the evis lucera bronchovideoscope had a leak from the universal cord. The issue was observed during a diagnostic procedure. The procedure was completed with a similar device with no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found the connecting tube has peeling coating (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.